Event description:
It was reported that an operator noticed visible air in the apex of the hls-module, with no known explanation as to how the air infiltrated the unit, resulting in the pt's pao2 dropping. The operator suspected a membrane failure. The device was swapped out. No reported pt effect. Ref.: (B)(4). Ref MFR # 8010762-2014-00224.